Event description:
It was reported that the patient heard an alarm, and then the pump was later replaced. It was initially reported that the patient heard a refill intermittently following a (B)(6) 2012 refill. The alarm was reportedly heard again by a family member within that same time period, but again the logs were okay. It was then later reported that the patient opted to have the pump replaced due to a 'concern regarding the recall.' There was no battery related issue with the pump. When the logs were later checked around the pump replacement time period, the logs showed that a 'low reservoir alarm' occurred back on (B)(6) 2012, prior to the (B)(6) 2012 refill. The pump replacement took place on (B)(6) 2012. It was noted that the patient never had any medical or therapy issues and the pump was not going to be sent in after replacement. The medications in the pump were morphine (compounded), fentanyl and baclofen (compounded). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8578, lot# n137747, implanted: (B)(6) 2008, product type accessory. (B)(4).